Event description:
It was reported that device entrapment and stent damage occurred. The 90% stenosed target lesion was located in the mild to moderately tortuous and severely calcified middle right coronary artery. Following pre-dilation, a 3.00 x 28mm synergy xd drug-eluting stent was advanced but resistance was encountered. The stent failed to cross the lesion and was damaged. When the physician attempted to remove the device, the stent got stuck in the guide catheter and the stent delivery system (sds) could not be removed. The sds, guide catheter, guidewire, and extension catheter were removed together as a unit and the procedure was completed with other devices. There were no patient complications.

Manufacturer narrative:
The synergy xd mr us 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage, with stent struts from proximal to mid-stent region lifted, pulled distally and bunched. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found a hypotube break located 26cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment and stent damage occurred. The 90% stenosed target lesion was located in the mild to moderately tortuous and severely calcified middle right coronary artery. Following pre-dilation, a 3.00 x 28mm synergy xd drug-eluting stent was advanced but resistance was encountered. The stent failed to cross the lesion and was damaged. When the physician attempted to remove the device, the stent got stuck in the guide catheter and the stent delivery system (sds) could not be removed. The sds, guide catheter, guidewire, and extension catheter were removed together as a unit and the procedure was completed with other devices. There were no patient complications.